Event description:
A customer reported a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to resolve the issue, but the cartridge alarm recurred, leading to a decision to replace the pump. The new pump was sent with updated software, and the customer was informed about programming their pump settings and connecting their cgm. The customer will use mdi as a backup therapy and acknowledged the instructions for returning the problematic pump within 10 days to avoid charges.